Event description:
It was reported that the battery voltage of the pacemaker was reporting a battery voltage lower than expected with the elective replacement indicator (eri) status as ok. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).